Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor or charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was contaminated. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack sn (B)(4) and reported that it would not power on a monitor or charge.